Event description:
It was reported device had "no power". No adverse effects reported.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing; this confirmed the device would not power on. The device issue was found caused by a damaged connection between power switch and the printed circuit board.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed wear and tear, damaged enclosure, blocked assembly, and line cord. Outdated printed circuit board and power switch. Customer's reported issue was confirmed. Plugged line cord into outlet. No power was confirmed. Front cover and printed circuit board were removed to investigate the connection between the printed circuit board and power switch. The root cause of the reported issue was determined to have been caused by a damaged connection between the printed circuit board and power switch due to design issue. Actions taken to mitigate the reported: no action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Additional information provided in g4, h3, h6.